Event description:
Per the safety event report, 'the patient started to desaturate and having difficulty breathing on the ventilator. 2 rt¿s (respiratory therapists), a nurse, and the doctor were at bedside troubleshooting. The hme (heat moisture exchanger) in line was removed and the patient began to breathe comfortably again. Oxygen improved as did the end tidal co2. The hme showed no signs of being plugged and was passed over a couple times before being removed. This is a new hme filter that has had troubles before according to the second rt in the room'. The patient came into hospital after being found unresponsive and off his CPAP (continuous positive airway pressure) at an outside facility.